Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was noted that patient's left ventricular lead exhibited over sensed noise. The lead was explanted and replaced as a result. There were no patient consequences.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage.